Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient was brought to the emergency room and was subsequently hospitalized on (B)(6) 2024 due to high blood glucose level of 700 mg/dl. The patient also had trace of ketones. Relevant treatment for high blood glucose included intravenous fluids and fluids of saline and insulin. The patient was released from hospital on (B)(6) 2024. No further information available.